Event description:
It was reported that, "the surgeon performed bha surgery with the pt in 2008. Two days later, the pt received dislocation on the bed (the system one came off from pt's acetabular). Then, the surgeon performed revision surgery with the pt about 4 days later. At that time, when the surgeon lifted the system on up by his hand, it came off from inner head. Therefore, the surgeon used spare system one with the pt."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with add'l info a supplemental report will be issued.